Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the needle guide insert was returned clean. No breaks and/or cracks were identified. No other anomalies where identified with the returned needle guide insert. Functional/performance evaluation: the ID of the needle guide insert was measured and found to be 0.142". This measurement was not within specifications for a 10g needle guide insert. The needle guide insert was within specifications for a 12g needle insert instead of the 10g as labeling stated. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a device markings issue. The sample that was returned measured to be a 12g needle guide insert instead of the supposed 10g needle guide insert as identified on the labeling. The returned sample was found to be within the specifications for a 12g needle guide insert, instead of the labeled 10g. Manufacturing investigation shows that 12g needle guide inserts were not manufactured within the same timeframe as the identified lot of this complaint. Therefore, the definitive root cause could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) states: a sterile, disposable needle guide insert, model encfinsert-12g, encfinsert-10g or encfinsert- 7g, packaged and sold separately, is inserted into the needle guide to provide a sterile guide for the encor® tip. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the ten gauge needle insert was allegedly too narrow for the ten gauge probe to insert through to the patient. Another insert was used to complete the biopsy. There was no reported patient injury.